Event description:
As reported by the study, there was severe slow flow after the cypher stent was deployed, st elevation and ck release. At the 6-24 hour interval post procedure, ck was less than two times above the upper normal limits and ck-mb was 3 times above the upper normal limits. At the 24-hour interval to discharge, ck was 4 times above the upper normal limits and ck-mb was greater than, or equal to 5 times above the upper normal limits. This was classified as an inferior wall non-q-wave myocardial infarction that was target vessel related. There was no evidence of stent thrombosis. It did not require repeat pci or CABG. This event was secondary to the previously noted slow flow after stent deployment in the rca.

Manufacturer narrative:
This pt presented to the cardiac catheterization unit and 2-vessel disease was found. The primary indication for intervention was unstable angina pectoris (troponin negative or unk). Pre-procedure troponin was greater than or equal to five times above the upper normal limits. The pt's blood pressure at the beginning of the procedure was 81/58 and the heart rate was 61. Left ventricular ejection fraction (lvef) was not available. Pre-procedure medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. Intra-procedure medications included aspirin, clopidogrel, reopro and unfractioned heparin. Pci was performed on a 66% de novo lesion in the proximal right coronary artery (rca) of 26mm in length in a 3.0mm vessel diameter. The (type c) eccentric lesion was characterized with an irregular contour, little to no calcification and thrombus absent. A 3.5x33mm cypher select plus stent was deployed at 18 atmospheres (atm) by direct stenting with satisfactory results. Post-dilatation was conducted with a 4.0x8mm balloon at 18 atm because the stent was not fully expanded. The residual diameter measured 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flows were not recorded. The pt was discharged two days later. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins, ace inhibitors and beta blockers. At the 1-month interval, the pt was asymptomatic. Ongoing medications were the same. There were no new adverse events. At the 6-month interval, the pt was asymptomatic. There were no new adverse events. Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt.